Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
Edwards learned that a 23mm aortic valve was explanted due to paravalvular leak. A per surgeon, there was a para-valvular leak with a fistula beside the valve. The valve itself was ok so there was no malfunction of the valve. The explanted device was replaced with a 21mm aortic valve. The post operative echos before going home showed normal prosthetic function without any paravalvular leak. The patient was discharged and was well.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm aortic pericardial valve was explanted after an implant duration of approximately one (1) year, five (5) months due to unknown reasons. The explanted device was replaced with a 21mm aortic pericardial valve. No additional information was provided. There were no complications reported.